Event description:
Removal surgery performed on 01/06/1999 to remove aesculap socon implants. The pt was originally implanted with the socon implants on 12/12/1997. Xrays taken on 08/27/1998 indicated that there was a "halo" around the screws at s1, in addition to the construct appearing "loose'. Attempts to obtain additional info from the user facility has not been successful to date; however, aesculap will continue to follow-up. This event type is occurring below the frequency and severity that are usual for this device system.